Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to infection and malpositioning. The head, acetabular cup, and stem were removed and replaced. It was further reported patient underwent a second revision on (B)(6) 2013 due to infection. All components were removed and replaced with antibiotic spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment, and fixation of the implant components may result in unusual stress conditions, which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 8 of 8 mdrs filed for the same event (reference 1825034-2013-04121 / 04128).